Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had been attempting a transmission using the remote monitor; however, the e-cellular accessory did not seem to be working. It was reported that the e-cellular accessory smelled like it was burning and was getting hot. It was noted that the burning smell appeared to be coming from the power cord port on the accessory. The patient was advised to unplug the accessory. The monitor will not be returned at this time. The e-cellular accessory is expected to be returned. No patient complications have been reported as a result of this event.